Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown screws: trauma. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device not available - implanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, on an unknown procedure that the patient was implanted with locking distal humorous plate and depuy synthes 7.3 mm cannulated screws to repair intra-articular displaced distal humerus fracture. It was unknown how the issue was discovered. No patient consequence. This complaint involves two (2) devices. This report is for one (1) unk - screws: trauma. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h11: corrected data- d3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwa d3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was treated for an acute complex comminuted distal humerus fracture extending to the elbow joint on (B)(6) 2020. A 4.0 mm cannulated screw was placed to hold distal articular surface together, a posterior plate with locking and nonlocking small fragment screws were implanted. Then a medial plate over medial humerus with locking and nonlocking screws was implanted. Total products implanted was 2 plates and 19 screws. The olecranon osteotomy was reduced and repaired with a 7.3mm cannulated screw. On (B)(6) 2020, the patient felt a pop while doing exercises. X-rays obtained on (B)(6) 2020 demonstrated hardware in place but the medial plate had fractured at the fracture site just below the nonlocking screw. Also, there were signs of displacement of the olecranon osteotomy on radiographic imaging. The patient underwent revision on (B)(6) 2020 for removal of olecranon screw, the medial plate and screws (unknown qty of screws removed). New medial plate was implanted with new locking and nonlocking screws. On (B)(6) 2021, the patient fell and landed on their left elbow. Patient was noted to have a broken screw through the condyles which was not removed. On (B)(6) 2021, olecranon open reduction/internal fixation was performed. Wires were removed from previous orif and a new plate with locking and non-locking screws were implanted. (B)(6) 2021 ¿ at post op follow up appointment, patient reported doing well with minimal pain and described some numbness. Radiographic imaging revealed 1 proximal screw backed out of olecranon (the most proximal screw) approximately 4mm out of the plate. On (B)(6) 2021, the 1 loose screw was removed. No complications were noted. Patient discharged to home on same day. The below reports are related to this report, (B)(4). (B)(4): captures the event on 03-june-2021. (B)(4): captures the event on 15-june-2021.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 health code. Corrected data g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.